Manufacturer narrative:
No samples or photos were available for evaluation. As a result, bd was unable to verify the reported issue or determine a definitive root cause. If samples, photos or additional information become available, bd will re-open and investigate accordingly. A production record review was completed for batch/lot 1021 and no non conformances were identified during manufacturing of this lot. No further action is required. This failure will continue to be tracked and trended.

Event description:
It was reported sharp. Email verbatim: multiple clipper injuries to patients in the pre-op dept. Of hospital. No changes in staff, the same nurses have been clipping for 4 and more years. Lot number 1021 resulted in a handful of nicks, cuts, and abrasions on patients.